Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system y-type blood/solution set disconnected from the spike, resulting in blood spill. This occurred while spiking the blood bag for the patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.